Event description:
After being approached by an advanced biohealing, inc. Sales representative on september 16, 2008, dr (B) (6) of (B) (6) reported to advanced biohealing, inc. That his office had applied dermagraft to a patient on (B) (6) 2008 who developed a significant infection within a week of application. Dr (B) (6) was contacted to obtain further details. The patient was being treated for diabetic ulcerations with dermagraft. Dr (B) (6) saw the patient on (B) (6) 2008 for drainage and bleeding from the ulcer site. The patient was treated with antibiotics and prescribed iodosorb once daily. Dr (B) (6) saw the patient for several follow up appointments.

Manufacturer narrative:
Based on a review of information provided by the treating physician and a review of applicable product records, advanced biohealing's medical affairs experts concluded that it is unlikely that the application of dermagraft caused the patient's infection. All lots of dermagraft must pass extensive safety testing prior to being released to the market. Infections are a normal hurdle in treating diabetic foot ulcers and dermagraft was shown not to increase the likelihood of these events during clinical trials. Advanced biohealing, inc. Considers patient safety its number one concern and is tracking adverse events to ensure no trends appear suggesting that dermagraft or specific lots of dermagraft increase patient's risk of developing infections. Since february of 2007, advanced biohealing has sold over 32,000 pieces of dermagraft to roughly 1600 medical centers and has received only 5 reports of patients who developed infections while being treated with dermagraft.